Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 07/10/2015 with the following findings: on investigation, the alleged damaged display issue was verified. The protective lens cover film was peeling from the lens and left adhesive residue on the display lens that gave the impression of a scratches on the display lens. The pump powered up to a fully functional display screen without any damages. The auditory and vibratory features were operational. No tactile issues were found with the keypad buttons. Unrelated to the complaint, a battery compartment crack was found on the side of the compartment at the threads area running down towards the case seal.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue with a scratched display. No information was provided regarding the legibility of the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).